Event description:
It was later reported that the patient was treated with a pericardiocentesis and blood transfusion. Additional information was received that the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. The temperature change was abnormal. The electrical umbilical cable was reconnected without resolution. The electrical umbilical cable was replaced which resolved the issue.

Manufacturer narrative:
B5: updated event description d10: additional concomitant products: 2035u coaxial umbilical cable 4fc12 sheath lot number 0012191912 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a completed cryo ablation procedure, the patient had accumulated fluid, pericardial effusion, and cardiac tamponade. Treatment was subsequently initiated. No further patient complications have been reported as a result of this event. 2024-09-30: it was later reported that the patient was treated with a pericardiocentesis and blood transfusion.

Manufacturer narrative:
Continuation of d10: product ID: 990063-020 product type: mapping catheter; product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.